Event description:
Twenty minutes into the treatment the patient complained of shaking and chills. Pre temperature 96.6. Maximum temperature 100 degrees. Blood culture drawn. Dialysis stopped. Chills stopped 45 minutes after treatment stopped. Blood culture results were negative. Patient sent to the hospital but not admitted. Dialyzer 14th use fresenius dialyzerdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.